Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. Unable to perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests or unable to verify the watchdog timeout alarm or motor error alarms due to the blank display anomaly. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and program alarm anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with syringe. The customer stated that she woke up to loud beeping sound. The customer mentioned that the pump says reset factory settings. The customer stated that the alarm was cleared with the escape and act buttons. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with rewinding the pump. The customers stated that the motor error came up again. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.